Event description:
It was reported during intra-aortic balloon(iab) therapy in a patient with atrial fibrillation, the console generated unable to calibrate optical sensor and unable to update timing. Auto r wave deflate. Described as having a clean crisp arterial waveform with no indices and a clean ECG waveform. The customer tried two consoles with the same messages, attempted zero, and disconnecting the sensor input. The central port of the catheter was capped off and no flush was provided to the catheter. The getinge representative advised the customer in connecting an existing arterial line in the arm to the balloon pump. A waveform was present and they were able to zero and resume pumping. The unable to update alarm cleared. The auto r wave message was explained to customer due to the irregular rhythm. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy in a patient with atrial fibrillation, the console generated unable to calibrate optical sensor and unable to update timing. Auto r wave deflate. Described as having a clean crisp arterial waveform with no indices and a clean ECG waveform. The customer tried two consoles with the same messages, attempted zero, and disconnecting the sensor input. The central port of the catheter was capped off and no flush was provided to the catheter. The getinge representative advised the customer in connecting an existing arterial line in the arm to the balloon pump. A waveform was present and they were able to zero and resume pumping. The unable to update alarm cleared. The auto r wave message was explained to customer due to the irregular rhythm. There was no reported injury to the patient.